Event description:
This is report 1 of 4 for this event. It was reported that titanium adapter had a small gap between the uv flash transfer set when the two devices were connected. This occurred with three transfer sets. The fourth transfer set was able to connect without any gaps. The transfer set was being used with a patient. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During visual inspection of the returned device, no issues were found. Also, no failures were found during performance testing. The returned device met all specifications. As a result, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.